Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured in (B)(6) 2016 and the patient's therapy was not working normally. The hcp adjusted the implantable neurostimulator (ins) programming to use electrodes 11 instead of 10, but impedances increased and the patient's therapy was still not the same. In the last month, impedances were measured to be greater than 40 ,000 ohms and the extension was broken. A revision was done on (B)(6) 2017 and the extension was explanted and replaced. Everything was fine after the extension was replaced. The hcp wanted to know if the extension was broken. No further patient complications were anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient did not experience any falls or trauma. The cause of the high impedances was not determined and x-rays showed the lead was not broken.

Manufacturer narrative:
Mfg site ID updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found the conductors of the extension body were broken less than 5 cm from the proximal end. The #1 and #3 conductors were broken 3.5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.